Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:08:48. During night drain cycle four, the patient's ultrafiltration reading was 1097ml, indicating the home patient (hp) drained 1097ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device?s therapy log revealed the user had an ultrafiltration (uf) volume of 1097 ml during therapy initiated on (B)(4) 2011 at 00:08, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 00:08. A partial fill was delivered during fill 4 of 4 of 1449 ml, which was less than the expected volume of 1800 ml. Review of the event log revealed the cycle 4 drain was completed on (B)(4) 2011 at 4:49 and the user's actual drain volume during cycle 4 was 2549 ml. The actual drain volume of 2549 ml is 142% of largest prescribed fill volume (lpfv) of 1800 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.